Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate therapy due to a disconnected electrode. Trouble shooting was unsuccessful. The lead was revised which resolved the issue.